Event description:
A (B)(6) female with fibroid uterus, anteverted, difficulty 'seating' the novasure ablation device in (B)(6) ctr. Unable to deploy device since no 'width' of the uterus discernable. The novasure endometrial ablation was aborted at this time. There was minimal vaginal bleeding noted. The pt then had a vaginal sling placement with excessive bleeding from the right side of the sling controlled with surgicel packing and pressure 150 cc ebl at that time. Approx one hour later in the pacu, we were called for a hypotension episode and a stat hematocrit was 24. The pt had vaginal packing in which was removed at this time causing further drop in blood pressure. The pt had a tender abdomen with minimal vaginal bleeding and no bleeding from the vaginal sling vaginal incision site. A decision was made to transfuse with 2 units of prbcs and transfer to a level 2 hospital. Upon arrival, the hct had dropped to 17 and there were signs of dic. We were unsure whether bleeding was from the unsuccessful ablation or the vaginal sling at this time. The pt was consented for embolization and it was discovered that she had a leak from her left uterine artery and no leaking from the right obturator artery as suspected. The embolization was successful. At this time, it was obvious that there was a uterus perforation at the time of unsuccessful ablation procedure. The pt was in the ICU for monitoring and blood products overnight, then stayed an add'l night for monitoring. She recovered very well and appears to have no long term adverse effects. Strength: 3.